Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two weeks following an intraocular lens (iol) implant procedure, the patient experienced decreased vision and had developed toxic anterior segment syndrome (tass). Medication treatment was applied at 2 weeks and the symptoms have been improving. Additional information has been requested.